Event description:
Customer reports small artifact on capnogram waveform if ventilation pressure exceeds 25-30mmhg between the inspiration and expiration breathing cycle. Customer reported patient involvement, but no adverse patient outcome.